Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing was leaking from the luer lock connection which connects to the infusion line. No injury or adverse effects.

Manufacturer narrative:
Other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the complaint will be reopen for further investigation. There was a delay by the customer in our attempts to have the device returned. The investigation transitioned from product tracking to investigation after 45 days from complaint creation. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.